Event description:
The customer reported that the system's image function board timed out and the system displayed a reset error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the image function board and the image intensifier. The system was tested and found to be working as intended and put back in service.